Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient reported a large drain during treatment. The patient experienced drain volume that was 188% of their fill volume. The patient stated they were asymptomatic and did not experience an adverse event. The patient had a last drain volume of 3771 ml and their largest fill volume was 2009 ml. The reported large drain of 3771 ml was 188% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's nurse reported that the patient did not require any medical intervention and did not have any adverse event due to the overfill.